Event description:
Additional information has been received and stated that there was no patient harm reported.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol returned posterior surface up instead of anterior surface up in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. The haptics are intact. The optic is scratched/marked-rejectable. The returned photo shows iol in a lens case. The iol is positioned posterior surface up instead of anterior surface up in the iol case. The reported damage cannot be confirmed from the returned photo. The product investigation could not identify a root cause for the reported complaint. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of handling by the customer due to the presence of significant amount of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that iol found to be defective. Additional information received and stated that, iol found to have scratch on the lens, removed on the same procedure. Additional information has been requested.